Event description:
Pump declared an altitude alarm, which did not adversely impact the customer's blood glucose level. The customer resumed insulin with the original cartridge after receiving tips from technical support on preventing altitude alarms, and no need arose to replace the cartridge.